Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to implant fracture. Revision njr number: (B)(4). Side: l. Primary asa: p3 - incapacitating systemic disease. (B)(6) reference no: (B)(4). Additional information received on 05/11/2021, stating that only the poly inserter failed.